Event description:
It was reported that "while doing a total laparoscopic hysterectomy, during manipulation the shaft broke in half."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.